Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated at the shaft. A pleural drain was placed in the patient's right pleural cavity on (B)(6) 2025 and remained in situ as of (B)(6) 2025 at 12:00 pm. Later that afternoon, the patient got up and experienced a fall, during which the drain snapped. The wound was observed later that evening, revealing that the drain had separated at the shaft, approximately 3¿4 cm from its "base". There was no detachment noted from the base. The broken catheter was discarded. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated at the shaft. A pleural drain was placed in the patient's right pleural cavity on (B)(6) 2025 and remained in situ as of (B)(6) 2025 at 12:00 pm. Later that afternoon, the patient got up and experienced a fall, during which the drain snapped. The wound was observed later that evening, revealing that the drain had separated at the shaft, approximately 3¿4 cm from its "base". There was no detachment noted from the base. The broken catheter was discarded. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device lot and related subassembly lots found no relevant nonconformance that could have contributed to the reported. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr and the customer's description of the event, there is no indication that the device was manufactured out of specification. Additionally, based on the investigation findings, cook medical has concluded there is no evidence of nonconforming material in-house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the tubing separated when the patient experienced a fall. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.